Event description:
The patient had a progressive increase in weakness and spasticity since (B)(6) 2011. The patient¿s tone initially improved following their laminectomy, but began to increase a few weeks afterwards. X-rays have been unremarkable with the catheter tip stable at t9-t10. The initial catheter access on (B)(6) 2013 was normal. An (B)(6) study on (B)(6) 2013 (also noted in the history to have been performed on (B)(6) 2013) revealed radiopharmaceutical uptake within the pump, catheter, and cerebrospinal fluid rostral to the catheter tip. They remained clinically suspicious for a catheter kink or disruption of flow and scheduled the patient for a CT of the lumbosacral spine with contrast and 3d reconstruction on (B)(6) 2013. The procedure was cancelled when clear fluid could not be removed via the catheter access despite three attempts. The doctor wished to have the patient¿s catheter replaced. To avoid another pump-related surgery in another year, the patient was hoping to replace the pump at the same time, and it was noted to have ¿managed their spasticity well¿. The current baclofen dose was 599.4 mcg/day. The plan was to bring the dose down to 300 mcg/day before surgery. Eri was noted to be in 26 months. A representative reported that the medication used within the system was lioresal. The catheter was tentatively scheduled for replacement on (B)(6) 2013. It was unknown if there were symptoms related to the event.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).